Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position n/a, cartridge condition n/a, cartridge return batch number n/a. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack good, condition of yoke, was instrument cycled yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within desgin specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve products.

Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device would not cut. There was no pt consequence.